Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the expedium driver tip broke during the insertion of a 7.0 expedium poly screw was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 15 minutes, action taken when event occurred? --> surgeon had to remove the screw by using the ¿helicopter technique¿; the screw shank broke so then he had to use trephines to remove the shank. During the screw extraction, the shank got stuck into the screw extraction tool., was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> no, if no, explain --> fragment was removed, but there was a time delay as additional work needed to be completed with the trephine, patient status/ outcome / consequences --> no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> n/a, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> no,

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.